Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a diagnostic pediatric flexible bronchoscopy procedure, the bronchovideoscope experienced e216 and b30 scope communication errors. The procedure was prolonged less than 30 minutes and was completed with a back-up device. There were no reports of patient harm.